Manufacturer narrative:
Continuation of d10: product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient has always had issues with the handset from the start. The patient representative (rep) stated that it was hard to hold the communicator and try to work the phone with the patient's other hand. It was slow and took forever to get a bolus. The rep mentioned that the other day they were plugging it in the morning and saw the time was wrong, so they went in to fix the time, but they screwed it up and it would not work. The rep asked if there was a different personal therapy manager (ptm) that would be easier to use. The agent walked caller through clearing data on the handset. The rep wanted to wait until the patient had an available to bolus to try connecting. The patient was not in the mood to troubleshoot the ptm. The agent advised the rep to call back if issue does not resolve.

Manufacturer narrative:
H3: device code a1102 not applicable for the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the issue was resolved.